Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-02188. The patient reported she was experiencing ineffective stimulation from her scs system on her left side. An sjm representative met with the patient for system diagnostics and confirmed high lead impedances were present and stimulation was unable to be established on the left side. Surgical intervention took place on (B)(6) 2016. Intra-operatively, it was determined the patient's left lead was fractured. As a result, the lead was explanted. During the explant of the patient's left lead, the right positioned lead was cut by the physician. Subsequently, both leads were explanted and replaced. Effective therapy was reportedly restored postoperative. It is unknown which lead was the left positioned lead (therefore, the lead that was fractured). As a result, all possible lots are being reported as such.